Manufacturer narrative:
The device has been investigated by a company service rep in the hospital. During this investigation it was found that the root cause for the reported behavior was that the screws that fasten the power supply into the chassis of the evita were missing. It was determined that the power supply had gotten pulled out towards the rear of the unit which caused the power supply interface power connector to separate from the main unit power connector resulting in loss of all power to the evita circuitry. After the power supply has been fastened back into the evita chassis the device was functional. It can be assumed that the screws have been forgotten during a repair prior to the reported event. The reported behavior could only occur if all four screws are missing. This should be detected during the final check after a repair. It is the first time an event which involves missing fixation screws of the power supply has been reported. Therefore, this is concluded to be a single event.

Event description:
It was reported that during ventilation the ventilator shut down without sounding any audible alarm. The hospital staff was near by and noticed that the evita display went blank. The pt was bagged and another ventilator was connected to the pt. The ventilator was pulled from service. No reported pt injury.